Manufacturer narrative:
The customer declined to have their glidescope avl monitor returned for evaluation due to this glidescope avl monitor reaching its end of life date. Since the device was not returned to verathon the cause could not be determined. Corrective action is not required at this time. Verathon will continue to monitor for trends.

Event description:
The customer reported that during a patient procedure, using a glidescope avl monitor, the image would intermittently disappear. The procedure was completed using a direct laryngoscopy traditional blade, which was made available in about three (3) minute. No harm to the patient or user was reported.